Event description:
It was reported that during surgery, on (B)(6) 2025, the unit did not graft smoothly, got caught on patient and made jagged cuts rather than a solid straight cut. It was confirmed that the skin graft location was left jagged, so the taken graft was damaged. Additionally, due to the malfunction of the device the surgery had to be suspended and another skin graft was taken later on, on a different date as there was no alternative device to complete the surgery. No additional sutures were required due diligence is complete.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.